Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was unknown if the patient was hospitalized prior to death. It was reported that pd therapy was ongoing until the time of death, however, unknown if the patient was connected to the hc at the time of death. It was not reported if an autopsy was performed. It was unknown if a death certificate was available. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.